Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer successfully reloaded the cartridge and insulin delivery was resumed. Additionally, it was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 50% to 5% within one day. Reportedly the customer continued to use the pump for insulin therapy. Customer's blood glucose level not impacted.